Event description:
Emt's responded to a witnessed cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes but, according to the reporter, when the on button was pressed, the device did not power on. A manual defibrillator at the scene was used as a backup but the pt was not resuscitated. The reporter indicated the device malfunction did not cause or contribute to the pt's death because the pt was not viable and the backup defibrillator was immediately available.